Event description:
Pt mother reported he had an extreme hypoglycemic episode with cramps and was admitted to the hospital. Mother stated pt's blood glucose level was 250 mg/dl on (B)(6) 2012 at 11 pm and the infusion device delivered 4.0 units of insulin and then 10 minutes later delivered another 4.0 units of insulin. Mother reported the pt doesn't know why these units were delivered. Mother stated she found the pt in his room cramped on (B)(6) 2012 at 9 am and pt was unconscious for a short time. Pt's blood glucose level was 20 mg/dl. Mother stated pt's brother administered glucagon via syringe prior to him going to the hospital. Pt's normal blood glucose range was not provided. Mother reported the pt was admitted to the hospital, received a glucose infusion and was placed on stationary treatment from (B)(6) 2012. Mother stated pt did not do any sports or drink alcohol prior to the incident. No further info is available. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.